Manufacturer narrative:
UDI= (B)(4).

Event description:
A report was received that the patient's ipg was no longer working and had to charge frequently. The patient will undergo an ipg revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient's ipg was no longer working and had to charge frequently. The patient will undergo an ipg revision procedure.